Event description:
It was reported that during a coronary stent procedure, stent deployment was successful, however, optimal stent expansion was not achieved. There was a dissection noted. Complete stent expansion was achieved with another balloon. Pt status is listed as "okay".